Event description:
A customer reported experiencing an error message, referred to as cgm error 42, with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully initiated a new sensor session with no further issues reported.